Manufacturer narrative:
As part of our investigation, while onsite the ess preformed a reprocessing in-service that included: leak test, manual cleaning, manual high level disinfection, rinsing, alcohol flush and storage. The ess informed the customer of the olympus guidelines on reprocessing. The ess reported that customer will be using a non-olympus automated flushing machine and informed the customer that they need will to contact the manufacturer of the product for their instructions and guidelines.

Event description:
The service center was informed that during a repair reduction with an endoscopy support specialist (ess) at the customer¿s site, it was noted that an incorrect or improperly reprocessed scope was used on a patient. The ess reported that the customer was not aspirating detergent solution through the channel at manual cleaning. There was no patient infection or positive device culture reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation and lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer presumed that the staff of the user facility were insufficiently trained on device handling and reprocessing in accordance with IFU. IFU (reprocessing manual) warns about insufficient reprocessing as follows: 1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them. IFU (reprocessing manual) warns about insufficient reprocessing of channels as follows: 1.4 precautions: all channels of the endoscope, including the instrument channel and the auxiliary water channel, and all accessories used with the endoscope during the patient procedure, such as all valves and the auxiliary water tube (maj-855), must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators. IFU (reprocessing manual) chapter 3 cleaning, disinfection and sterilization procedures, aspirate detergent solution describes the details of suctioning steps. The legal manufacturer confirmed via DHR that the subject device was shipped in accordance with specification.